Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed remote frequency failed self test during normal use. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Insulin pump alarmed due to faulty connector on remote frequency board. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.